Event description:
It was reported the ECG connection seemed to be bad and there was lots of artifact and "messy signal". It was also reported there was occasional total-loss of signal. Multiple EKG cables were tried with the same results. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4)- analysis could not confirm the customer experience. (B)(4)- the rf head cable could not interrogate implantable pulse generators.